Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 110 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 192 and 202 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 110 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 192 and 202mg/dl using true merix meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 199mg/dl (B)(6) 2017 12:31 am fasting: yes, the 254mg/dl (B)(6) 2017 12:15 pm fasting: yes, the 226mg/dl (B)(6) 2017 02:58 am fasting: yes, the 206mg/dl (B)(6) 2017 08:58 pm fasting: yes, the 270mg/dl (B)(6) 2017 12:48 am fasting: yes.